Event description:
Syringe cracked after being placed in infusion pump to dispense intralipids.

Manufacturer narrative:
Evaluation summary: three cases of product plus an actual syringe with tubing still attached were returned. A visual inspection of the actual syringe, confirmed a longitudinal crack on the side of the barrel of approximately two inches. The sealed samples returned were visually inspected for defects that may have contributed to the condition reported. No evidence of impact or other damage was observed. It is not possible to determine if the crack on the actual returned sample occurred during manufacturing, shipping, or as a result of user technique. This appears to be an isolated incident for this lot. A review of our complaint database shows that no other incidents have been recorded for this condition and lot number. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level in relation to the total volume of syringes produced.